Manufacturer narrative:
Product analysis: the hawkone was returned connected to a cutter driver inside a previously opened hawkone box which indicated lot 0010155372. The haw kone was inspected and found the housing was curved up to approximately 90 degrees. The curvature was noted starting at approximately 3cm from the distal tip. The housing was inspected and found the distal rim of the cutter mouth of the housing was tore apart. It could not be determined if the platinum iridium broke off or was compressed within the housing assembly. The damage observed is con sistent with an encounter cutter crash. The proximal end of the guidewire tubing of the distal assembly showed green material, possible from the exterior of the guidewire used during the procedure. The proximal end of the gw tubing exhibited zipper tearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy during procedure to treat a little calcified plaque lesion in the left distal superficial femoral artery (sfa) and popliteal with 80% stenosis. The vessel was moderately tortuous. The vessel was pre and post dilated. IFU was followed. During procedure, damaged components/broken flush port occurred. There was resistance during advancement. The flush port on catheter handle was not damaged. The nosecone/plunger component was damaged. It was reported that the hawk device got caught in a previously deployed everflex stent while on and damaged the nosecone/plunger. The plunger came out the side of the nosecone but it did not detach. The plunger was not moved back into the nosecone prior to device removal from the patient. It was possible to turn off the thumbswitch. Made noise but was not functional. There was no deformation noted to the cutter. There was no stent damage/deformation noted after the interaction with the hawkone. The device was safely removed from the patient. No vessel damage was noted. Angioplasty was done after damaged hawk was removed. There was no patient injury reported.